Event description:
It was reported via repair work order that the head end brakes would not hold due to a broken brake adjuster. The flat cam was broken which contributed to the brakes not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.